Event description:
Caller reported a cgm error had occurred with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the caller through the pump reset process, after which the pump no longer displayed the cgm error, and the caller successfully started their sensor session.